Manufacturer narrative:
Concomitant products: product ID: 3998, lot# la8829, implanted: (B)(6) 2002, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37083-40, serial# (B)(4), implanted: (b)(69) 2009, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins). The patient stated the 3rd time the ins was replaced it was earlier than expected. It was also discovered that the last operable lead was no longer functioning so they also replaced the leads since at that point neither one was working. The patient believed that the lead issues were due to ossification of spinal bones or something like that forming around the lead. The battery delpeltion was being reported as premature.